Manufacturer narrative:
D10: 300-30-08 - eqpreserve stem 8mm: (B)(6). 320-36-03 - 145-deg pe 36mm hum liner +2.5: (B)(6). 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6). 320-31-36 - glenosphere, 36mm: (B)(6). 320-35-08 - small sup/post augg plate,right: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 58 yo female patient, had a traumatic subluxation while trying to reach out and catch her granddaughter. The shoulder reduced on its own. The study indicates it is possibly related to the device and procedure. Outcome indicates resolved. No further information.